Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "fiberoptix 50cc sc rupture". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the fedex shipping box and was in a sealed biohazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was teth-ered to the short driveline tubing. The supplied 50cc inflation driveline tubing was connected to the short driveline tubing; liquid blood was noted within the inflation driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer end. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. Liquid blood was noted within the helium pathway. Upon return, the fos yellow jacket cabling was cut. The remaining length including fos connector was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0073in and was within specifica-tion of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The fos connection could not be tested due to the cut fos yellow jacket cabling upon receipt of the sample. Upon further checking the remaining length, no fiber break was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the proximal end of the bladder. Under microscopic inspection, abrasions were observed from approximately 23.4cm to 24.7cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 23.7cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inven-tory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood clots exited with the guide-wire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guide-wire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "fiberoptix 50cc sc rupture" is confirmed. During investigation, the intraaortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "fiberoptix 50cc sc rupture". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".